Event description:
The customer received a questionable creatinine plus gen. 2 result on their c501 analyzer. The customer provided data for one patient with discrepant results reported outside the laboratory. The patient's initial creatinine result was 153 umol/l. The repeat result was 86 umol/l. There were no adverse events. The creatinine reagent lot number was 65166701 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Without any supporting data, no root cause could be determined. No adverse event was reported.